Manufacturer narrative:
Provue failed to reproduce an expected positive reaction for an auto control. Both manual and vision testing had positive reactions while provue obtained a false negative result. Ocd rep provided cts with a summary of the complaint and images off of the provue and vision. Upon inspection of the images provided, disturbance of the cell button were noted with the vision results but none off of the provue. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern yielding a very weak positive auto control results in manual and vision testing and negative reaction with provue. The investigation determined that the most likely root cause of this event was sample related. Listed provue has been confirmed to be used for internal validation testing at the customers' site and is not being used for patient release results. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Ocd rep contacting cts to report a false negative reaction for an auto control test with a sample known to contain anti-e in the plasma on the provue, manual gel and the ortho vision exhibited a 1+ reaction. Original testing of the patient's auto control performed on the provue produced a "?" And upon repeat on the provue a negative result was obtained.